Event description:
Model rs-55b posterior chamber iol was explanted and returned due to wrong diopter being implanted by the surgeon. This return was not filed as a complaint and is not a product-related problem. The diopter of the exchanged lens was not reported.